Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x41 alarm was generated during device operation, indicating that the safety sensor maximum summed error was exceeded. This alarm prevented the pod from completing the activation process. Abnormal rotational sensor data readings contributed to the 0x41 alarm. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. This contamination contributed to the abnormal rotational sensor data and prevented the pod from deploying as intended.